Event description:
It was reported that the patient experienced shortness of breath and possible pauses. The implantable pulse generator (ipg) "time may be off by approximately 11-12 hours". The right ventricular (rv) lead exhibited a possible premature ventricular beat. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.